Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that no fragments were created. No patient consequences. Surgery was completed successfully. No surgical delay reported.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage. Visual inspection: the depth gauge for small screws (part #: 319.090; lot #: 61p9814) was returned and received at us cq. Upon visual inspection, the needle component was bent with the device. No other issues were identified with the returned device. The sleeve and body of two depth gauges with different lot numbers were received. A sleeve component (part #: 319.090, lot #: 79p7440) was received along with the body of a depth gauge (part #: 319.090, lot #: 61p9814). The possible explanation could be that the depth gauge (part #: 319.090, lot #: 79p7440) was taken apart for cleaning and sterilization and it appears that the customer reassembled the sleeve from one lot with the body of another. Since parts were misplaced, that should not affect the functionality or cause the bent needle condition thus would not contribute to the complaint condition. The device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The needle was bent. Investigation conclusion: the complaint condition is confirmed as the needle component was bent. However, no broken features were observed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The root cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 319.090; lot: 79p7440; manufacturing site: bettlach; release to warehouse date: december 02, 2020. A manufacturing record evaluation was performed for the finished device part: 319.090, lot: 79p7440, and no non-conformances were identified. The lot number# 61p9814 corresponds to the subcomponent# 319.090.500. Part: 319.090.500; lot: 61p9814; manufacturing site: bettlach; release to warehouse date: august 24, 2020. A manufacturing record evaluation was performed for the subcomponent part: 319.090.500, lot: 61p9814, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a surgery the tip of the depth gauge broke off after the first use. No further information provided. This report is for one (1) depth gauge for small screws. This is report 1 of 1 for complaint (B)(4).